Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: device photograph(s) for the device related to the reported event of rupture and capsular contracture was reviewed on november 23, 2020. The photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Both implants were in a plastic bag labeled right side and left side. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade ii. Additionally, healthcare professional later noted "pronounced fibrocystic mastopathy, several hypoechoic nodular images were visible, the largest in the upper internal quadrant measuring 11 mm and another measuring 6.8 mm". The device has been explanted.